Manufacturer narrative:
Device received with minor scratched lcd window. Device passed the displacement test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump screen was hard to read. The customer's blood glucose value was unknown. Troubleshooting was done. The customer stated that the insulin pump part of screen was coming off. The customer was advised to replace and to discontinue the use of insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.